Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from the septum during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage from the septum of q-syte. According to the customer's report, during infusion by using q-syte connected to an IV route, fluids leaked from the septum." "The name of the drug used is unknown; however, it seems unlikely that any of anticancer agents, anesthetics, and cardiovascular agonists were used."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit and five photos. Through the visual examination of the unit and photos, no damage or defects were observed on the external areas of the q-syte. Further examination revealed that the top disk was not adhered to the top body; however, adhesive residue was present all the way around the septum and top body indicating that the septum was properly adhered during manufacturing. The water leak test was performed on the unit in the unactuated and actuated positions. Leakage was observed in actuated position confirming the reported defect. During the microscopic examination, a tear was observed in the bottom disk that extended to the column allowing for leakage to occur through the bottom disk and vent plug. Septum separation and damage can occur due to the external force caused in the clinical environment during use but also during the manufacturing process. Sampling and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. As the device has been opened and used, it could not be determined with certainty whether the defects originated during manufacturing or use of the device. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from the septum during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage from the septum of q-syte. According to the customer's report, during infusion by using q-syte connected to an IV route, fluids leaked from the septum." "The name of the drug used is unknown; however, it seems unlikely that any of anticancer agents, anesthetics, and cardiovascular agonists were used."